Manufacturer narrative:
Product event summary #lot number not provided. DHR review decision will be reassessed if lot number becomes available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a coronary stent implanted. It is reported that the patient is experiencing an allergic reaction, however it is unknown whether it is related to the stent implanted. The patient states that they can barely move and is reported to be feeling horrible. The patient's lower back is starting to hurt. The patient was informed that patient services for the device was closed for the weekend and advised that the patient to return a call tomorrow at business hours. The patient was also informed that if they feel that it is an emergency they can go to the nearest ER or call 911 and the patient agreed.